Manufacturer narrative:
Sensor kit expiration date is 31-may-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving an unspecified low sensor scan and the customer self-treated with insulin (type/dose unknown). Consequently, the customer experienced symptoms of stomach pain and diarrhea and had contact with a healthcare professional who obtained a laboratory result of 430 mg/dl compared sensor reading of 121 mg/dl. The customer was diagnosed with diabetic ketoacidosis however, there was no report of treatment as no further information was provided. Note: customer was using an expired sensor to obtain readings. There was no report of death or permanent injury associated with this event.